Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Received voicemail from consumer stating, the pen needles are clogged when she is trying to take her injection. Returned call, consumer was out of the house and asked if I could call back tomorrow afternoon. Stated, she is using 2nd gen pen needles. Cl.

Manufacturer narrative:
H3 other text : device is not available.